Event description:
It was reported that the reservoir leaked. The blood glucose reading is 286 mg/dl. Insulin leaked past the o-rings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2013-99340.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No occluded anomaly was observed during test. Reservoir connected and locked in place properly.